Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a crack on the battery and reservoir compartment. The drive support cap was sticking out. The customer's blood glucose level was 221 mg/dl. The customer was informed to return the product for analysis. No further details were provided.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the reservoir tube window corners, and cracked battery tube threads.